Event description:
Patient was experiencing uncontrolled seizures and was admitted to the hospital. No additional relevant information has been received.

Event description:
Patient was experiencing uncontrolled seizures and was admitted to the hospital. No additional relevant information has been received.

Event description:
Patient had a generator replacement occur. Per hospital policy, the explanted generator was discarded. No additional relevant information has been received.